Event description:
It was reported that a patient underwent a gynecological procedure in 2007. During the procedure, the motor drive unit was making pulsating sounds and was suspected of not being sufficient to drive the disposable handpiece. The case was successfully completed with a second motor drive unit with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the account reports that in-house testing by the biomedical technician did not reveal any problem with the mdu; therefore, the mdu will not be returned for evaluation. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2007-01048. The same patient is represented in each medwatch.